Event description:
It was reported that the patient had a fever of 102 degrees and that the left implantable neurostimulator (ins) site had an mrsa infection that was "tall and raised." The patient was hospitalized. The infection site underwent drainage and the patient was placed on antibiotic treatment. At the time of this report there was no plan to explant the left ins.